Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user was not able to login to 2 stations. The technical support specialist confirmed that the issue was resolved and no further assistance was requested by the user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the user was not able to login to 2 stations in the pyxis medstation es system. The customer reported that they were holding up patient care since the nurse was not able to get the medication out. There were no adverse events or injuries reported based on this event.